Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2024. During the procedure, it was impossible to fix the suture into the patient's tissue. Several suture wires were used until the bullet needle was mismatched and got stuck in the tissue. The detached needle was left in the patient. The procedure was extended, and another capio slim device was used to successfully complete the procedure. There were no patient complications as a result of the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2024. During the procedure, it was impossible to fix the suture into the patient's tissue. Several suture wires were used until the bullet needle was mismatched and got stuck in the tissue. The detached needle was left in the patient. The procedure was extended, and another capio slim device was used to successfully complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis revealed that there was no visual evidence of any physical damage in the carrier. A functional test was performed, and the carrier was able to move in and out, and after deploying the carrier, the cage was able to catch the suture. The device returned had no functional and visual damages noted, and, the event of unretrieved device fragments is a potential complication that may be associated with the device. A conclusion code of no problem detected was assigned to this investigation. Correction to blocks d2a, d2b, and g4.